Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 400 (mg/dl) since beginning pump therapy. Manual injections were delivered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.